Event description:
It was reported the patient was experiencing a bleeding issue. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure was completed, and the closure device was successfully implanted in the laa of the patient after one partial recapture. There were no complications that were reported to have occurred during the procedure.the patient was doing fine following the procedure and was discharged home from the hospital. 12 days post procedure the patient was admitted to the hospital with a bleeding issue. The patient was stable and fine two days after being in the hospital. It was further reported that the patient was diagnosed with a pseudoaneurysm and arteriovenous fistula in the artery branching from the right deep femoral artery. After being admitted to the hospital the patient only received manual compression at the area of bleeding, they did not receive any blood transfusion. The injury was noted by contrast CT and echo. Echo and contrast CT were performed again on the same day and the injuries had resolved. The physician stopped aspirin for 5 days and the patients warfarin 3.5 mg was reduced to 1.5 mg. The patient was discharged home doing fine on (B)(6) 2020.

Event description:
It was reported the patient was experiencing a bleeding issue. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure was completed, and the closure device was successfully implanted in the laa of the patient after one partial recapture. There were no complications that were reported to have occurred during the procedure. The patient was doing fine following the procedure and was discharged home from the hospital. 12 days post procedure the patient was admitted to the hospital with a bleeding issue. The patient was stable and fine two days after being in the hospital.